Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 412 to 500 mg/dl and feels that the pump is not working. Troubleshooting found that the customer treated with insulin injections. Customer noticed that the cannula was at a 90 degree angle. The customer was advised to call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the high blood glucose.